Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported by medwatch form that, intra-op, the vertebral fusion intervertebral device broke in half, leaving half of the device in patient, which surgeon was unable to retrieve. No patient complications were reported.